Manufacturer narrative:
It should also be noted the event of "device not closing" is not an MDR reportable event.

Event description:
Additional information was received on (B)(6), 2010 that indicates the stone cone nitinol retrieval coil was tested outside the patient and found to not close. The patient was undergoing a ureteroscopy procedure. The procedure was was completed using a second stone cone nitinol retrieval coil .

Event description:
It was reported to boston scientific corporation that a stone cone retrieval coil was being used in an unknown procedure. According to the complainant "the product does not work properly." Additional information is unavailable at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.